Manufacturer narrative:
One cutter blade, 3.5mm, dspl, ep-1 device was returned for evaluation of the reported complaint mode, ¿shedding/flaking.¿ a dimensional evaluation was performed. The device was found to conform to design tolerance. The device was evaluated for rotation and found to rotate freely with no binding. The device was evaluated visually and it was observed that there was some minor burnishing at the radius of the inner tip; however, no material debridement could be detected that would equate to what the customer experienced. The device was evaluated for run out and it was observed that the outer assembly runout was measured to be .0162", which indicates tube straightness beyond design requirements and the inner blade assembly runout was measured to be at its max condition. The likely cause of flaking, if any, was due to an excessive load applied to the device during use. A review of the device history records was performed which confirmed no inconsistencies (method code). After the evaluation a root cause for the reported incident was found to be user error. No further investigation is warranted at this time. (B)(4).

Event description:
During a knee arthroscopy it was reported that the blade was flaking pieces into the joint. The sheds were removed via flushing/irrigating the joint space. The procedure was successfully completed with another shaver. The patient&#62688;post-operative condition was normal.